Event description:
Reporter alleged obtaining discrepant blood glucose results of 258mg/dl back to back with a result of 130mg/dl when testing was performed 1 second apart on the compact system. No actions were reported taken and no treatment received. A request was made for the return of the suspect device and replacement product was sent.